Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharger telemetry module (rtm) failure; sc_interrupt check. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported its been months since she is having problems with the recharger. It's taking 3 hours to charge the implant (ins), the controller screen goes white and blank when recharging the ins, they have to sit still and not move because the controller will beep. They are getting code replace controller batteries and the controller is fully charged. Controller will not recognized the recharger when plug into the controller. Recharger is getting very hot near the paddle and cord area. Patient services specialist (ps) asked patient if there is visible damage to the recharger and patient said no. Ps reviewed device function and controller showed ins 100%, controller 40% and recharge when plug into the wall outlet. The issue was not resolved. An email was sent to the repair department to replace the rtm device.